Event description:
A (B)(6) female pt contacted zoll customer support to report constant gong alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. Upon eval, there was an open blue (+5v) wire between in the cable connecting the distribution node (dn) and the ECG electrode c and d complex. The cause of the constant gong alarms is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.